Manufacturer narrative:
Re-evaluation of the complaint and the accompanying investigation determined there was insufficient information to conclude that the failure of the device was based solely upon the age of the system and its associated components.

Manufacturer narrative:
A ge service representative performed an on site investigation. The scsi board and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.